Event description:
The customer reported to philips that the device would not power on during attempt to shock patient in cardiac arrest. The patient initially survived but then later died at the hospital. The customer stated they do not believe the device behavior impacted the patient outcome because the patient had self-injected a drug overdose of dilaudid putting him into a tachycardic rhythm and a back-up defibrillator was used right away.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported to philips that the device would not power on during attempt to shock patient in cardiac arrest.